Manufacturer narrative:
(B)(4). Batch# r9565f. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received. Can you please provide more details if the device fired? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Can you please explain more how the device was removed? Was the knife reverse switch attempted? If yes, did it function and work as designed? Was the manual override lever attempted? If yes, did the manual override function and work as designed? Did the jaws eventually open?

Event description:
It was reported that during a partial nephrectomy, it got locked on tissue. There is no further information available about the event. Case completed with another device of the same product code. There were no patient consequences reported.